Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify: ¿the device didn't suture. After the removal of the device some clips resulted applied without suture.¿ did the device staple? Were the staples malformed? How was the procedure completed?

Event description:
It was reported that during a starr procedure, the device didn't suture. After the removal of the device some clips resulted applied without suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: some clips didn't close properly especially in the lateral edges. Where the clips didn't form properly the surgeon used manual suture or other clips. No patient consequences reported.